Event description:
Device malfunction: premature, partial deployment. Time of malfunction: during device preparation. Symptoms/ae: na. It was reported that during device preparation the distal portion of the xpert stent was partially protruding from the sheath tip. The stent was not used and there was no patient involvement. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.